Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable and wall adapter. The customer's blood glucose was not impacted. Although confirmation was requested as to whether or not replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.